Event description:
The reload was placed into the stapler and it would not fire. The reload was replaced with another one and was fired without any problems. The packaging and reload was not saved by staff because it was bloody.